Event description:
The surgeon implanted the icm120v4 12.0mm implantable collamer lens in the right eye on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4)